Manufacturer narrative:
An event of abdominal pain and ischemia were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected manufacturer narrative for h10: an event of abdominal pain, ischemia and patient death due to consequences of the stroke and comorbidities and were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2021, cranial computed tomography (CT) scan showed infarct on right hemisphere. Patient was diagnosed with ischemic stroke. The stroke was in the right medial steam area with edematous compression of the lateral ventricle and centerline shift. Patient was administered heparin infusion. Patient was transferred to another facility for further management. On (B)(6) 2021, patient was extubated and transferred to palliative care unit. On (B)(6) 2021, the patient died due to the consequences of the stroke and comorbidities. The cause of the stroke was unknown. There was no allegation of malfunction made against the rigid saddle ring. No additional information was provided. Clinical information: (B)(6).

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 28mm sjm rigid saddle ring was implanted. On (B)(6) 2021, the patient was experiencing abdominal pain and a computerized tomography (CT) scan was performed. A colon ischemia was noted on the CT scan and was surgically treated. The cause of the colon ischemia is possibly due to the patient's pass history of smoking and other than that the patient did not receive any medication that can cause bowel-ischemia, neither intraoperative, nor postoperative there were no complications noted during the implant procedure. The patient suffers from persistent atrial fibrillation (af), non-ischemic cardiomyopathy (dilated), chronic obstructive pulmonary disease (copd), obesity, seronegative myasthenia gravis and polyarthritis. The patient also has a history of smoking. The patient is reported to be in stable condition and is recovering in the normal postoperative ward. Additional information received on 06/29/21 on (B)(6) 2021, the patient emerged with slurred speech and a cranial CT scan was performed and noted infract on the right hemisphere. The patient is intubated and transferred to the intensive care unit (ICU). The patient does not have a history of strokes. On (B)(6) 2021, the patient was discharged form the hospital was reported to be in stable condition. (B)(4).